Event description:
It was reported that the lv lead thresholds were high and that there was stimulation noted when programmed certain ways. The lead is still in use and was programmed appropriately. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.